Event description:
It was reported that a pump has a system error 322. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Unit was tested for 24 hrs with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Eval of known contributors has led to the determination that the upper and lower auxiliary assemblies were the failing components and requires replacement. The upper and lower auxiliary assemblies will be replaced.